Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a lap gastric bypass procedure, the suture separated from the needle. The reload fell into the patient and it was retrieved. Another device opened and the case proceeded. No adverse events have been reported.